Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that indicated that reprogramming the patient resolved the issue. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting they were seeing impedance issues with contacts 8, 9 and 11. It was reported that contact 8 was showing greater than 40,000 ohms with 9 and 11. The rep reported that they would program around 8. It was reported that troubleshooting resolved the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that they performed normal programming for the patient on the day of the report. The rep stated that when they increased program 1 to 14.7ma, and program 2 at 0.0ma. They added that when they used the patient¿s controller, it showed a ¿settings not available¿ screen. The rep mentioned that all impedances are green and under 1000 ohms, and the implantable neurostimulator (ins) is charged to 70%. The rep then was looking through a tablet session report and saw that a few contacts on electrode 8 were over 40,000 ohms. They added that contact electrode 8 was active in programming. Technical services suggested removing any programming pairs with contact 8. No further complications or patient symptoms were reported or anticipated.